Event description:
It was reported the patient went into shock and experienced heart failure due to a bad reaction with morphine. No one has put anything else in since implant in 2006. The reaction occurred within hours of implant. The patient had saline in the pump for the past 6 years. It was reported that the patient had a lot of 'fun' going through airports because the imaging of his pump caused issues.

Manufacturer narrative:
Catheter model: 8731, serial#: (B)(4), implanted: 2006-(B)(6), (B)(4).